Event description:
It was reported that there was an apparent lead fracture. After several attempts to reposition the lead, a stylet could not be inserted. It was further reported that the lead dislodged and that in trying to reposition it the lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an apparent lead fracture. After several attempts to reposition the lead, a stylet could not be inserted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fracture (overstress); full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fracture (overstress); full lead returned and analyzed.